Event description:
Customer alleged (to the cec) during an in-service training session that a female associate mentioned she experienced the following symptoms when working with or near the sterrad 100s sterilization system and when around items which have been processed in the system: upon opening the door following a cycle-tingling sensation on the skin of her face and on a few occasions, she has felt like her lips are swollen (though they did not appear to be swollen when she looked in the mirror). When handling items post processing in the sterrad, she experiences pins and needles in her forearms and when walking past items on the 'cooling / transportation' rack which have already been processed in sterrad, she experiences pins and needles in her face and occasionally sees small red spot on her face with this. The associate did not seek medical attention and currently wears gloves and a face mask when working around the sterrad.

Manufacturer narrative:
Skin contact.